Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a blood glucose level of 425 mg/dl. The customer attempted to bolus, but her blood glucose level rose. Standard troubleshooting was performed. It was discovered that the customer's insulin infusion set had occlusions in the form of air bubbles. The customer was advised to change the reservoir, insulin, and infusion set. Cracks were also discovered on the insulin pump's display screen. The customer stated the cracks occurred when the insulin pump was dropped. The product has been returned. Nothing further was reported.